Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient revived low alert at incorrect value occurred. Data was received but investigation window does not reflect the alleged device. Problem could not be confirmed and root cause cannot be determined. No injury or medical intervention was reported.